Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received eleven inappropriate treatments.   The device was started up at 14:18:01 on (B)(6) 2022. At 22:19:11, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 22:21:38, the patient received the first inappropriate treatment. The rhythm at the time of shock was CPR/motion, tactile artifact, electrode lead falloff and intermittent cardiac activity. Post shock rhythm was CPR/motion, electrode lead falloff, and intermittent cardiac activity. At 22:22:05, the patient received the second inappropriate treatment. The rhythm at the time of shock was CPR/motion, electrode lead falloff, and intermittent cardiac activity. Post shock rhythm was CPR/motion, electrode lead falloff, and intermittent cardiac activity. At 22:22:32, the patient received the third inappropriate treatment. The rhythm at the time of shock was asystole with intermittent cardiac activity, CPR/motion, and electrode lead falloff. Post shock rhythm was asystole with intermittent cardiac activity, CPR/motion, and electrode lead falloff. At 22:24:18, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity, CPR/motion, and electrode lead falloff. At 22:26:04, the patient received the fourth inappropriate treatment. The rhythm at the time of shock was CPR/motion, electrode lead falloff, and intermittent cardiac activity. Post shock rhythm was CPR/motion, electrode lead falloff, and intermittent cardiac activity. At 22:26:31, the patient received the fifth inappropriate treatment. The rhythm at the time of shock was CPR/motion, electrode lead falloff, and intermittent cardiac activity. Post shock rhythm was CPR/motion, tactile artifact, and electrode lead falloff degrading to asystole. At 22:29:15, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity, CPR/motion and electrode lead falloff. At 22:30:50, the patient received the sixth inappropriate treatment. The rhythm at the time of CPR/motion, electrode lead falloff, and intermittent cardiac activity. Post shock rhythm was asystole with intermittent cardiac activity, CPR/motion and electrode lead falloff. At 22:31:25, the patient received the seventh inappropriate treatment. The rhythm at the time of CPR/motion, electrode lead falloff, and intermittent cardiac activity. Post shock rhythm was CPR/motion, electrode lead falloff, and intermittent cardiac activity. At 22:31:49, the patient received the eighth inappropriate treatment. The rhythm at the time of CPR/motion, electrode lead falloff, and intermittent cardiac activity. Post shock rhythm was asystole with intermittent cardiac activity, CPR/motion/tactile artifact and electrode lead falloff. At 22:32:17, the patient received the ninth inappropriate treatment. The rhythm at the time of CPR/motion, electrode lead falloff, and intermittent cardiac activity. Post shock rhythm was CPR/motion, electrode lead falloff, and intermittent cardiac activity. At 22:32:45, the patient received the tenth inappropriate treatment. The rhythm at the time of CPR/motion, electrode lead falloff, and intermittent cardiac activity. Post shock rhythm was asystole with intermittent cardiac activity, CPR/motion, and electrode lead falloff. At 22:50:59, an arrhythmia was detected. ECG shows CPR/motion, electrode lead falloff, and intermittent cardiac activity. At 22:51:35, the patient received the eleventh inappropriate treatment. The rhythm at the time of CPR/motion, electrode lead falloff, and intermittent cardiac activity. Post shock rhythm was CPR/motion, electrode lead falloff, and intermittent cardiac activity. At 22:52:02, the patient received the twelfth inappropriate treatment. The rhythm at the time of CPR/motion, electrode lead falloff, and intermittent cardiac activity. Post shock rhythm was asystole with intermittent cardiac activity, CPR/motion, and electrode lead falloff. At 22:58:06, the patient received the thirteenth inappropriate treatment. The rhythm at the time of CPR/motion, electrode lead falloff, and intermittent cardiac activity. Post shock rhythm was CPR/motion, electrode lead falloff, and intermittent cardiac activity. The electrode belt was disconnected at 23:04:51 on (B)(6) 2022. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.